Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) did not store electrograms for three mode switch episodes that lasted longer than the programmed collection time. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.